Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: patient stated that the product is experiencing device failures when using. During the service, she reported that her belly was getting hard, and changed the application to her leg. The device does not release content. The device was expired.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: patient stated that the product is experiencing device failures when using. During the service, she reported that her belly was getting hard, and changed the application to her leg. The device does not release content. The device was expired.